Event description:
The customer reported that the system would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an over-the-phone investigation. The in house biomed engineer reported that the system had not been used for four months and was instructed to changed the cmos battery. The system was then operating as intended.